Event description:
On an unreported date, the patient reported not always wearing a mask during therapy which caused peritonitis. The home patient was hospitalized for the peritonitis for one day. Treatment was reported as unknown antibiotics. The patient was recovering from the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.